Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The device was received in damaged condition with cracked housing and scratched screen. The moment the device was powered up the device started double beeping, replace downstream sensor. No evidence of the reported issue was found in event log. The cause of the reported issue was found to be the downstream sensor. The downstream sensor was replaced to correct the reported issue.

Event description:
Additional information was received which indicated that there was no patient involvement.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beeping. No patient injury reported.